Event description:
(B)(4).

Manufacturer narrative:
Document review: quadra h cementless femoral stem size 3 std: ref. 01.12.023/lot 132553 (B)(6): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. (B)(6). From the analysis of the x-rays performed by the r&d manager, it seems that the size initially chosen was not correct and this is high likely the cause of the subsidence.